Manufacturer narrative:
Failure analysis (fa) lab received a sipap trigger pcba. Fa placed the trigger pcba into a known good test fixture and was able to duplicate the fault. During further investigation it was discovered that the integrated circuit 3 (ic3) on the main communication integrated circuit (ic) wasn't sending out the signal "sipap pt ok" that lets the main board know that the trigger board is there. The sipap trigger pcba was scrapped.

Manufacturer narrative:
(B)(4). The sipap was received at carefusion on july 17, 2015, and routed to the service department for evaluation. Service evaluated the unit, and was able to duplicate the reported event. Evaluation findings were that the unit would not read the patient trigger board. The patient trigger board was replaced and the sipap was ran through a complete checkout per the factory service procedures to ensure that it meets all factory specifications. Upon completion the sipap was returned to the distributor in (B)(4) ready to be returned to their customer and placed back into service.

Event description:
This complainant originated form a foreign distributor in (B)(4). The distributor reported a unit that does not "trigger". The distributor indicates that they have isolated the issue to be a defective patient trigger board. Currently carefusion does not sell the patient trigger board in question, they will have the distributor return the sipap for repair instead. No other information was provided.